Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that following insertion, the patient experienced infection, urinary problems, bleeding, and dyspareunia. It was also reported that the patient underwent cystoscopy and revision on (B)(6) 2008. The patient underwent extensive mesh removal on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.